Event description:
Hcp called to discuss rv output in device. Per the hcp she checked the patient in person and the rv threshold was 1.5 at 0.40. However when capture management runs its states high and the output is programmed 5 at 1.00ms. Discussed turning capture management off and setting it a 2 times safety margin. Competitor lead: model 511211 competitor crhf lead view details of this device serial number:(B)(6) manufacturer: gbm initial/replacement code: mi implant date: (B)(6) 2022 active/inactive: active family brand. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).